Event description:
Received a spontaneous email from one call pharmacist: "ms3 pump sn (B)(4), due 03/01/2020 would not prime tubing. Mother went through 5 sets of tubing. Was able to switch back to other pump with no issues. Mom stated she also wasted some remodulin and used last of pt's remodulin tonight". No harm to the pt. Mom switched to the back up pump. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.